Event description:
After the successful conclusion of a total hip arthroplasty case, using the robotic arm interactive orthopedic system (rio), the surgeon noticed that the pelvic checkpoint had not been removed from the pt. The surgeon decided not to remove the checkpoint.

Manufacturer narrative:
The makoplasty sales specialist (mss) present at this case stated that the surgeon was speaking with a resident surgeon and was distracted and inadvertently left the checkpoint in the pt. The surgeon has decided to leave the checkpoint in the pt and not re-open the wound to remove the checkpoint. The physician has taken full responsibility for the checkpoint being left in the pt and has stated that mako has no fault in this incident. Mako software explicitly reminds the user to remove the checkpoint(s). This screen is reviewed as part of training.